Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was no data record and intermittent blank spots in the hvli trend. The device was reprogrammed and patient did not experienced any vt/vf nor noise reversion during this event.